Event description:
It was reported that this implantable pacemaker right ventricular automatic thresholds (rvat) feature failed due to low amplitude and loss of capture. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the right ventricular lead of this system was explanted and replaced.